Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that an alaris pump module continued to alarm on the medical/surgical unit. The clinician stated they disconnected the device then reattached it to the other side but it continued to alarm. The device was sent down to biomedical engineering for evaluation. The clinician could not recall the date of the event or the alarm that was occurring.

Manufacturer narrative:
Correction: after clinical review, it was determined that the file was revised from reportable malfunction to non-reportable per the medical device reportability evaluation process, category alarms - general: nuisance alarms. There were no reports that the nuisance alarms impacted the delivery of the medication or fluids to the patient, leading to an under infusion or an under delivery of the medication to the patient, potentially impacting therapeutic effect.

Event description:
It was reported during a site visit that an alaris pump module continued to alarm on the medical/surgical unit. The clinician stated they disconnected the device then reattached it to the other side but it continued to alarm. The device was sent down to biomedical engineering for evaluation. The clinician could not recall the date of the event or the alarm that was occurring.

Event description:
It was reported during a site visit that an alaris pump module continued to alarm on the medical/surgical unit. The clinician stated they disconnected the device then reattached it to the other side but it continued to alarm. The device was sent down to biomedical engineering for evaluation. The clinician could not recall the date of the event or the alarm that was occurring.

Manufacturer narrative:
Correction: after clinical review, it was determined that the global reportability was revised from reportable malfunction to non-reportable per the standard work instruction 1501-106-000-swi-inf, medical device reportability evaluation process, category alarms - general: nuisance alarms. There were no reports that the nuisance alarms impacted the delivery of the medication or fluids to the patient, leading to an under infusion or an under delivery of the medication to the patient, potentially impacting therapeutic effect.